Event description:
It was reported that the customer had a leaky reservoir. The customer stated that several people used her reservoir and now her reservoir has leaks and air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.